Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient closed all other background applications and the issue was resolved. The application was functioning again. No injury or medical intervention was reported.